Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Primary UDI number. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned packaging. Visual analysis of the returned sample determined that three(3) vstas1e devices were returned inside it's unopened packaging and inside the secondary box. In an attempt to visually inspect the reported incident, the secondary box has a label with the lot number 3419165 with expiration date 10/10/2023, the expiration date was expired. Upon evaluation of the three (3) unopened packaging of the vstas1e devices, has the lot number 3419165 with expiration date 10/10/2026. It was confirmed that the label on the secondary box has the incorrect expiration date according to the lot number 3419165. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Based on the information currently available, the incorrect print information was identified during the investigation of the samples received. Corrected information: ethicon has issued external supplier failure investigation report (fir) for (B)(4) for tessy to complete. Per the review of the batch record, the expiration date on sales carton label is incorrect (2023-10-10), and it should be 2026-10-10. The expiration date on tyvek lid is correct (2026-10-10). The expiration date printed on sales carton label is actually the manufacturing date. This report is being submitted pursuant to the provisions of 21 cfr part 803, this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date the fibrin sealant preparation device product the customer received has a passed expiration date. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6. Component code: g07002 ¿ type of investigation not yet determined the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4). Additional information: h 4. Device manufacture date, h 6. Type of investigation a manufacturing record evaluation was performed for the finished device lot, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.